Event description:
The laser system has the following problem: "log file open error at the start up". No adverse effects to patient were reported, failure happened during maintenance.

Manufacturer narrative:
We are waiting for additional information. We are unaware about patient injury, failure happened during maintenance.